Manufacturer narrative:
Additional classification code: ktw. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 25. April 2016 expiry date: 01. April 2026. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) at the area of the hole for locking bolt broke postoperatively. A revision was necessary. No further information provided. Concomitant medical products: locking bolt (part / lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the products were returned in a packaging different from the original packaging. Nail is broken on the distal hole. The nail, sleeve, endcap and screw of the blade shows strong traces on their surface. The laser marking was readable for all products. Date sample received at investigation site (B)(6) 2017. Investigation summary: the "investigation summary" is a conclusion from the attached document(s). A DHR review was performed for the work order (B)(4) affected lot 9916926 and no abnormalities or deviations were detected, which could lead to the complaint failure. As relevant for the complaint condition (broken nail) the dimensions; outer diameter, inner diameter and distal hole of the nail were identified. Dimensions around the breakage of the nail were checked according to the drawing and passed its specifications. As well as, the raw material certificate was checked and it was found that all used raw material fulfilled its specifications. The other components (blade and endcap) were not measured due to are not related to the complaint condition (broken nail). Based on the investigation the complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions were measured of the nail, as well as the relevant manufacturing documentation related to the article was reviewed and no manufacturing issue could be found. Received nail was dimensional checked, material check was passed and no issues found which caused by manufacturing process. Therefore, review to the specific prm and prm line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. There is no indication that any of the listed concomitant device (pfna blade, locking bolt and end cap) did contribute on this complaint condition, also there is no allegation against one of these devices. Therefore only a visual inspection on these devices was performed. The pfna blade, locking bolt and end cap shows that the devices are in a used condition without heavy damage. The surface of these implants has wear marks it is not possible to determine where it is coming from. We can only assume that this can be traced during removal or a possible instability of the fracture situation. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso (B)(4) for tan ((B)(4)). The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. We can only assume that the pfna - nail (area of the distale hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: pfna blade (part: 04.027.040s, lot: 9176322, quantity: 1); pfna end cap (part: 473.157s, lot: l056719, quantity: 1).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: locking bolt (part: 459.360, lot: unknown, quantity: 1).

Manufacturer narrative:
Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. Without investigation it cannot be defined if a corrective action is necessary. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.